Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 476mg/dl and 273mg/dl at the time of the call. The customer treated with a bolus. Troubleshooting assisted the customer in administering a bolus. Troubleshooting was declined by customer as they knew the reason for the high was due to forgetting to administer a bolus. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.